Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient adjusted the device as stimulation was too pronounced, and then turned it off, but she wanted to verify that she used it correctly. She said stimulation felt fine. She was able to connect and verified that stimulation was on and set on program 4 at 1.75 volts. The patient received very little training, wasn't sure of use, and contacted the manufacturer about the device. She was so nervous about using the programming that she was feeling nauseous and wanted to take a break. As the conversation continued she realized she was getting more nervous, thus her nausea and diarrhea were overwhelming her. The nausea was related to therapy and she was so stressed out from the phone encounter that she felt as though she was going to vomit and/or have diarrhea which occurred after the conversation. No steps were taken to resolve the stimulation being too pronounced and there were times that stimulation was very slight. She had diminished stimulation beginning on (B)(6) 2016. She was scheduled to see her physician on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.